Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline and sugar. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged the pump did not suspend insulin as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.